Manufacturer narrative:
This serves as correction for mfg report 2954323-2023-27841 as section g3 (date received by mfg) deemed invalid. The correct date is: 2/13/2024.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on hcp meter. As a result, customer experienced a loss of consciousness, "dizzy", and was unable to self-treat, requiring unspecified third-party treatment from a non-healthcare professional prior to being hospitalized. At the hospital, a healthcare professional (hcp) performed a blood glucose measurement with unspecified result and provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with use of the adc device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on hcp meter. As a result, customer experienced a loss of consciousness, "dizzy", and was unable to self-treat, requiring unspecified third-party treatment from a non-healthcare professional prior to being hospitalized. At the hospital, a healthcare professional (hcp) performed a blood glucose measurement with unspecified result and provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. The sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Watermark was observed at the base of the sensor tail. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba) revealed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (devive expiry date) & h4 (device mfg date) were updated based on the returned product download.